Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 3000 ohms. During the in office visit they were unable to reproduce the high impedance measurements and no noise was elicited when the patient did push ups. Review of the remote home monitoring data found intermittent changes in impedance measurements for the rv lead. Boston scientific technical services (ts) was consulted and discussed possible causes of the high impedance measurements including a slight variation of movement of the lead in the header of the ICD. A fluoroscopy image was obtained of the rv lead and no sign of a fracture was noted. At this time the clinic has opted to continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 3000 ohms. During the in office visit they were unable to reproduce the high impedance measurements and no noise was elicited when the patient did push ups. Review of the remote home monitoring data found intermittent changes in impedance measurements for the rv lead. Boston scientific technical services (ts) was consulted and discussed possible causes of the high impedance measurements including a slight variation of movement of the lead in the header of the ICD. A fluoroscopy image was obtained of the rv lead and no sign of a fracture was noted. At this time the clinic has opted to continue to monitor the patient. The rv lead and ICD remain in service and no adverse patient effects were reported.